Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was due to corrosion on the battery board. Upon further investigation, the charger was experiencing resets due to the bga failure of pld component u1003 and pxa component u104 on the c/a board, causing an intermittent connection. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.